Manufacturer narrative:
Device evaluated by MFR.: the synergy xd mr ous 2.50 x 38mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts lifted and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured by snap gauge and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed a damaged tip. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.

Event description:
Reportable based on device analysis completed on 27-apr 2022. It was reported that crossing difficulties occurred. The 80% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. Following pre-dilatation, a 2.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, the device was failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good. However, returned device analysis revealed stent damage.